Event description:
The design of the kimberly-clark mic jejunostomy feeding tube has the potential for safety issues and increased frustration and clinical challenges for patients as well as for health care providers. The tube is inserted surgically for patients who need nutritional support. The end cap is 1 cm and very difficult to see and manipulate for anyone, especially patients with physical challenges. This cap must be changed to a larger, 5 cm adopter end to inject into the tube and then changed back to the tiny end to close the system and prevent leaking. Patients have dropped the small ends on the floor and other areas and then had trouble finding it. This may increase the potential for a fall in finding this one and only end for their tube as well as the contamination that may occur as a result of falling to a less than sanitary place. Patients with arthritis, parkinson' etc. Have a great dealt of trouble manipulating this small end. Just one example of an issue related to this is the pt who recently went without food or water in his tube -his only source of intake- for 2 days until he was able to enlist help in obtaining another end from his home care supplier. Society's goal should be to help the pt remain as independent as possible, which necessarily involves product redesign based on consumer needs and feedback. The fix for this issue is a very simple one, that ballard/kimberly clark should be able to fix fairly easily, as they make an adaptor end which is the perfect solution to this issue. However, the co response for many years has been "this is not a priority issue at this time." This is very frustrating, as they make a product that is good -and unique- in many ways except that the end mechanism has a potential for: increased microbial growth in the cap after it is dropped, and thus increased contamination of the feeding setup and then the gastrointestinal tract. The inability to infuse fluid and nutrients when the adaptor is lost -or not sent from surgery- and the nurse or pt cannot recognize or obtain what is needed. Increased health care staff time and valuable health care dollars in finding and keeping track of the appropriate ends, helping patients problem solve, etc. Extreme difficulty for patients of all ages with physical limitations that involve altered fine motor skills and dexterity , eyesight and patience. For many patients, this is their lifeline and may be their sole source of nutritional support. They do not need additional hassles and frustrations in their already altered lives. Manufacturers need to be sensitive to the needs of their consumers and in the absence of this, others must be responsible advocates for those who need our help. Implanted by surgeon for numerous patients in our regional area for many years. Most of the product is very useful for patients with the exception of the end cap design. Diagnosis or reason for use: used frequently as a feeding jejunostomy tube.